Event description:
It was reported that during use, the syringe module had a channel error 200.1110. There was no patient impact. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: h6 (patient codes) additional information: d10 investigation conclusion: the customer¿s reported complaint of a channel error 200.1110 was confirmed through a review of the error log and during device testing. Error log analysis results confirmed the error event occurring on (B)(6) 2020 at 6:02 am. The error code 200.1110.0 is a flash file failure during runtime. Test results derived from functional testing and flashing the firmware files through asm corrected the errors exhibited by the syringe module, indicative of corrupt programming data. Device inspection: an external and internal inspection of the customer¿s syringe module observed the male iui connector contact pins with unidentified film contaminants. The top and bottom screw bosses on the rear case came apart upon removal. No other obvious issues or anomalies were identified with the source device during the inspection. Root cause analysis: the root cause of the customer¿s experience with the reported channel error was determined attributed by corrupted programming data on the syringe module. Device history review: review of the syringe module (B)(6) service history record showed the device had a manufacture date of 21feb2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 13nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient is pediatric. Although requested, additional patient information was not provided.

Event description:
It was reported that during use, the syringe module had a channel error 200.1110. There was no patient impact. Although requested, additional information was not provided.